Manufacturer narrative:
No further info available at this time. When add'l info is received, it will be reported.

Event description:
It was reported that the 8800 system intermittently would power down during a procedure and not be able to take any more photos. There was no report of pt injury.